Manufacturer narrative:
Bd received 5 opened and unused samples returned from customer of batch: 6292238 from angiocath 22gx1.00 and 2 opened and unused samples returned from customer of batch: 6292236 from angiocath 22gx1.00. After visual analysis of the products under magnification, it was possible to confirm the presence of silicone droplets on the catheter of the samples. Based on the investigations conducted for claims of excess silicone of angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping. For more details on root cause check CAPA # (B)(4).

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6292236; medical device expiration date: 2021-10-31; device manufacture date: 2016-12-07; medical device lot #: 6292238; medical device expiration date: 2021-10-31; device manufacture date: 2016-12-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd angiocath¿ IV catheter was found with foreign matter on the surface of the catheters. There was no report of injury or medical intervention needed.